Manufacturer narrative:
Conclusions: damage to the active electrode which is consistent with minute device mobility was determined to have led to device failure over time due to fatigue wire breakages. This is a combined initial/final report.

Event description:
The user has been explanted on (B)(6) 2021.